Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2500 instrument data. After analyzing the instrument data, it was determined that the cause for the discordant ca 125 result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2500 ca 125 result was generated on one patient sample. The physician told the patient to stop chemotherapy and to do a CT-scan. Another sample was drawn from the patient the laboratory repeated the original sample and the second sample, both generated lower results. There was no known report of treatment given or withheld based on the discordant ca 125 results.